Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked, rendering the screen unreadable and the device unusable, while the user¿s blood glucose at the time was 163 mg/dl and unaffected. Symptoms included no adverse clinical effects. Outcomes included a replacement device being arranged and instructions to return the original device using a provided shipping label, with the understanding that data will not transfer and a full startup will be required on the replacement; the user was advised to continue glucose monitoring with the dexcom app or receiver. Investigation included collection of event details and initiation of device return for evaluation. Investigation of this device revealed a physical damage issue to the user interface/display that prevented normal operation, with no evidence of device-generated alarms or physiological harm. It was concluded, based on previously established findings for similar reports, that the cause was user-related or accidental physical damage.